Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 26 jan 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the vent connector detached during use. No patient injury was reported. Additional information received 15-jan-2021 indicated the detached connector was noticed by a warning alarm. When the connector was attempted to re-insert to the tube, the connection between them was loose and could not be used any further. An alternative connector was used. Additional information has been requested but not yet received.

Manufacturer narrative:
H6: 4581 - appropriate clinical signs, symptoms, conditions term / code not available: patient re-intubated. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 25-jan-2021 indicated that "loose" means that "the tube becomes easily to remove the connector with time (by increasing number of times use), especially first use vs multiple times use. The product was not altered in any way prior to use, and it was in user for "2 or 3 days." Tubing became unattached at the "connection between the tube and blue connector." There was a need to extubate and re-intubate the patient. Patient's current status is "no further complaint received."